Manufacturer narrative:
The ministry of health informed livanova deutschland that the hospital shared a document denying the report. No adverse event happened. Several attempts in order to contact the hospital have been made in order to confirm what is mentioned above and no answer received. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the (B)(6). The incident occurred in heater-cooler system 3t. Through follow up communication livanova (B)(4) learned, that the hospital had a transition period ((B)(6) 2018/(B)(6) 2019) before using all devices for all the procedures out of the operating room. Furthermore, customer is stating to clean and disinfect all heater cooler devices according to instruction for use. Corrective actions are in progress for this issue.. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report, that a patient was tested positive on a mycobacterium chimaera infection. The patient died but the infection was not considered the main cause of patient death.